Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d294trk ICD, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during implant the guide wire did not come out of the left ventricular (lv) lead, and therefore the lead was extracted. After extraction of the lv lead, the guide wire was pulled out but the stylet could not insert. The lv lead was replaced with another lead, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with what appears to be a segment of a competitor guidewire stuck in the lead. It is likely that the coating on the competitor guidewire became ensnared within the distal and proximal conductors, causing the guidewire to become stuck. When trying to remove the guidewire, the lead was damaged during the attempted implant.